Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, right ventricular (rv) lead positioning/fixation was difficult however the lead was implanted. Approximately, seven days later at device check, ventricular capture management results confirmed that threshold had increased. During attempt to measure threshold in unipolar mode, pacing failure was identified. Threshold output was increased to maximum level but pacing failure remained. After mode change to bipolar, pacing returned to normal. An x-ray and computed tomography (CT) scan were conducted, and revealed that the tip of the rv was outside the endocardium and therefore perforation was suspected. The patient was transferred to a different facility for further evaluation. A revision procedure was performed, and during the procedure the tip of the rv was outside of the right ventricular free wall. The rv was extracted and replaced with a different lead, and the perforation site was sutured. No further patient complications have been reported as a result of this event.